Event description:
It was reported that during a laparoscopic cholecystectomy, jamming occurred after several firings. The device was used on the cystic artery. A stuck clip in the jaws could be visually confirmed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results for the el5ml device found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. No incident related to the reported event was observed during the batch record review.